Event description:
It was reported that the patient passed away. The death was not device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to the multisystem organ failure, secondary to pseudomonas driveline infection. No log files were obtained. The patient had a past medical history of end-stage ischemic cardiomyopathy status post their heartmate 3 left ventricular assist device (lvad) implant, complicated by a multiple drug resistant pseudomonal driveline infection. The patient was on suppressive ceftolozane/tazobactam. The patient presented with congestive heart failure exacerbation and nonsustained ventricular tachycardia status post automatic implantable cardioverter-defibrillator (aicd) shocks. The patient experienced volume overload despite optimal medical management, acute kidney injury (likely cardiorenal syndrome), congestive hepatopathy (mild transaminase elevation and hyperbilirubinemia) and hypoxemic respite failure in the setting of bacterial pneumonia and cardiogenic edema. Given the history of refractory end-stage ischemic cardiomyopathy, veteran wishes were to pursue palliative care to discharge the patient home. The death was not device related and the device operated as expected until turned off on the date the patient passed away and an autopsy would not be performed. There were no alarms present prior to this date.

Manufacturer narrative:
Related driveline infection under MFR # 2916596-2023-06547 was likely a contributing factor to patient death. H6: health effect - clinical code / 4567 - lactate dehydrogenase increased. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was noted that the patient¿s outcome was not considered to be device or therapy-related. The device reportedly operated as expected until the device was turned off following expiration. The account indicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including respiratory failure, right heart failure, and renal dysfunction), driveline infection cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, "patient care and management", also provides information on caring for the driveline exit site as well as controlling infection. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range. The patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. The handbook also provides suggested responses in the event of infection and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.